Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered on the inside of the cassette door of the cycler after ending a peritoneal dialysis (pd) patient¿s treatment. No alarms or messages were experienced prior to finding the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient was able to complete peritoneal dialysis treatment by manually draining during the last drain phase. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotic vancomycin (2 grams, intraperitoneal (ip), one day). The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the cassette upon removal from the cycler. The cycler was returned to the manufacturer for physical evaluation. The clinic did not require the cycler be replaced.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.